Event description:
It was reported that the pump declared alarm 20 while in use. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer switched to manual daily injections to ensure insulin delivery and received instructions from technical support to put the pump into storage mode and return it via a prepaid label. Technical support confirmed the shipping address and arranged to replace the pump with a new one.